Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Event description:
It was reported that a folfusor had overinfused during patient use. The total volume of 115ml was administered within 24 hours, however the expected infusion time was 46 hours. The device was filled with a solution of fluorouracil and heparin. There was patient involvement and the patient developed stomach pain from the event. However, the patient was not hospitalized for the event. Additional information was requested and could not be provided.